Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while doing the stapling in the lung in a lobectomy procedure, surgeon noted that the first inch of the staples has a good shape but the rest of the staple was not. It was also noted that there was incomplete staple line distally. The surgeon replaced the reload and adapter of the device to resolve the issue. There was no patient injury.